Manufacturer narrative:
Description of device analysis: date of procedure: 8/28/97 the fas tracker-18mx catheter was returned wrapped around itself in a plastic bag. During the investigation it was confirmed that the catheter had detached at the proximal shaft, 36 cm distal to the hub assembly. The catheter shaft was crushed at the detachment site, and was also severely pinched 0.5 cm distal to the fracture. These anomolies, which are consistent with the pressure of a closed stopcock on the catheter shaft, had been observed on other micro catheters inserted through stopcocks (not through the rotating hemostatic valve (rhv) into the guiding catheter. Per labeling instructions: caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications. The instuctions for use also include a figure as an example of a continuous flush set-up. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target was informed of a procedure were the physician performed a super selective angiograph after deploying a fastracker-18 catheter from the right hepatic artery to a branch. The catheter was seen as detached at the proximal shaft. The whole catheter shaft was removed with no impact to the pt. The pt is in good condition.